Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced pendant as per user manual. Performed system checkout. System functioned as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that unexpected pendant behavior and when pushing the open-door button, it would intermittently activate other buttons on the pendant such as 2 dual long film and radiation disabled. There was no patient involvement.

Manufacturer narrative:
H3, h6) the pendant was returned to the manufacturer for analysis. Analysis found unable to confirm reported issue "unexpected pendant behavior". Pendant failed visual inspection. Foil on front cover was lifted. Install pendant on test system. The system and pendant booted and readied. Performed 2d and 3d imaging successfully. All pendant keys functions were actuated correctly. Cable were stretched and stressed. No functional problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot: (B)(4) rev. 1, ubd: , UDI#: MDR codes updated: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.